Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was flushed with saline when placed on the sterile field by the scrub rn, after which they noted that the insulation on the proximal end of the lead had ballooned out with saline. Due to the insulation damage the lead was not utilized and a different lead was implanted. No patient complications have been reported as a result of this event as the issue was discovered prior to implant.